Manufacturer narrative:
(B)(6). The device(s) were discarded by the customer; therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 2000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from the port. This was noted before use. There was no patient involvement. No additional information is available.